Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Failure to advance/cross the lesion could not be replicated in a testing environment as it was based on operational circumstances. Shaft damage and separation/detachment were confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the xience prime everolimus eluting coronary stent system instruction for use states, should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit. Failure to follow these steps and/or applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. It is likely that the shaft became kinked/bent as a result of the application of force when resistance was met in the lesion, which weakened the shaft and subsequently contributed to the shaft separation/detachment.

Event description:
It was reported that the procedure was to treat a moderately calcified lesion in the right coronary artery. Pre-dilatation was performed and the 2.75 x 12 mm xience prime stent delivery system (sds) was advanced; however, resistance was felt with the lesion. A little force was used and the sds mid shaft kinked. During removal, the mid shaft separated outside the patient anatomy. A new xience prime sds was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.